Manufacturer narrative:
H10- please add after you move the MDR to pending review so the use error statement stays per the user guide: warning - never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer inadvertently performed the load sequence while connected to the site. The customer's blood glucose was 210 mg/dl and rapidly decreased to 114 mg/dl. The customer went to the emergency room and was treated with glucagon. Treatment resolved the issue and there was no permanent damage. Customer was released later that day, (B)(6) 2025. Tandem technical support educated the customer to not be connected to the pump during the fill tubing process.